Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator replacement procedure the right ventricular (rv) lead would not connect properly to the device after multiple attempts. It was suspected that the setscrew was possibly stripped, but it is unclear if the surgical technician handled the device beforehand. A new device was used. No patient complications have been reported as a result of this event.